Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. One device was returned for the reported malfunction. The definitive root cause could not be established. The investigation is confirmed for detachment of device or device component. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model v184040 pta balloon dilatation catheter allegedly experienced a break and detachment of device or device component. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The device was not returned for evaluation, therefore the investigation is inconclusive for the reported failure as no objective evidence was provided. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model v184040 pta balloon dilatation catheter allegedly experienced a break. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.